Event description:
A (B)(6) female pt called zoll customer support to report that her battery pack would not charge. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of the battery charger sn (B)(4) has been completed. The reported problem (battery won't charge) was confirmed. Upon investigation, the battery charger was unable to charge a battery pack. The cause for the inability to charge a battery was isolated to a shorted 16-bit cmos micro-controlled u13. The root cause for the shorted u13 was unable to be positively identified. No adverse event resulted from the defective battery charger. The pt received a replacement battery charger.